Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 6.4 mg/dl at the time of the incident. The customer reported that the insulin pump was not working and also had button anomaly. Advice to discontinue use of the insulin pump and revert to a back-up plan per hcp's instruction. Product will not be returned device for analysis.